Event description:
This spontaneous report was received on (B)(6)-2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach johnson and johnson floss, mint waxed, for dental cleaning (route-dental, lot number 0692d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed the metal portion of the floss and the plastic piece attached to it broke off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.